Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted in the hospital under cardiac arrest diagnosis. Family stated they gave CPR to the patient before ambulance arrived. Pacing spikes on ECG that didn¿t appear correct and need to be check. X-ray revealed atrial lead was dislodged. No capture or sensing was confirmed. Patient currently in ICU on cold treatment and ventilator. Responding to pain stimulus. Patient is considered stable. Atrial lead repositioning or revision was scheduled. On (B)(6) 2020, a lead reposition was performed. All measurements were normal. Patient has been taken off of ventilator and patient is considered stable.